Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin transmitter was not working. It was noted that the patient had a power outage. The prongs were disconnected and burns were noted. The transmitter was replaced.

Manufacturer narrative:
Final analysis found burn marks on the main printed circuit board (pcb) and power adapter, and notable burnt damage to the green strips which resulted in power up anomaly.